Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the pump history revealed multiple records of call service alarm 054. On investigation, the pump powered on normally and was exercised for 24 hours without any alarms occurring and no power issues. Investigation did not duplicate the alleged ¿no power¿ complaint. Corrosion was confirmed in the battery compartment and the battery compartment was cracked. Moisture ingress at this site was confirmed during leak testing. Additional moisture damage was found inside the pump on the printed circuit board.